Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The ide hard drive was found to be defective and is scheduled to be replaced. Further problems are not anticipated once repairs are affected.

Event description:
It was reported that the system 6600 displays error 154 at initialization. There was no adverse patient involvement reported. There was no patient information reported.